Manufacturer narrative:
Product event summary: analysis found the device failed functional testing. The release latch and device were sticky. Analysis also found the battery drawer, knobs, heart wire contacts, and lead cover were polluted (contaminated). Keypad was scratched and upper case was broken. It was noted the covers, ring and bail attachment were missing. The battery contacts were cleaned, out of specification parts replaced, and the device calibrated to resolve issue.

Event description:
The external pulse generator was returned to the manufacturer for preventive maintenance/calibration, analyzed and tested out of specification. There was no patient involvement.